Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the user successfully loaded a new cartridge and resumed insulin delivery. The user's blood glucose (bg) level was 490 mg/dl. The user addressed bg level with a bolus via the pump. A follow up with the user on (B)(6) 2017 confirmed that their bg level returned to target range.